Event description:
A #22 angio was being placed in the pt's right forearm and the device malfunctioned. The catheter would not thread off the needle and the safety to cover the lock, the needle would not engage.